Event description:
A home patient (hp) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 1. The technical service representative (tsr) instructed the hp to close the clamps and transfer set and further assisted the hp to cycle power to clear the alarm. The tsr explained se 2240 indicates a large amount of air has entered setup. The hp confirmed he was still connected. The hp stated the floor was wet possibly from the last set up. The hp stated he was not sure if the spare line clamps were closed. The tsr advised to discard all supplies and to report the incident to the nurse. The tsr reviewed proper procedures with the hp. The hp confirmed to complete therapy manually. On (B)(6) 2010 product surveillance spoke with the hp who stated that after starting over with new supplies no further issues occurred. The hp stated he was unable to find any issues with any of the supplies. The hp further stated the device was recently swapped out as a precaution. The hp confirmed he is currently performing therapy without any issues.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 1 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The home patient was not sure what could have caused the alarm and was unable to find any issues with any of the supplies. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).